Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the implant became unusable as it produced stimulation all over the body except where it was supposed to. The manufacturer representative had attempted to adjust a couple of times but couldn¿t do so. It was stated around that time, they began having liquid/white stuff leaking out of their back/side where the implant was located as well as spinal leakage. This was associated with a lot of pain. It was mentioned they had a high tolerance of pain. The patient was given gauze at different times 3 days in a row with the doctor but was ultimately rushed to the hospital/emergency room (ER) and had the entire implanted system removed. It was stated they had various issues including bacterial spinal meningitis, brain fuzziness/memory loss, and something in front of the brain. It was noted the device was incinerated following the explant. It was indicated that the patient had been living with the pain and managing the best they could and took gabapentin which the patient stated didn¿t have a side effect that they could see. It was mentioned they had took morphine prior to the implant. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.